Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: clinically, no significant consequence should be expected from this problem. The screw which was left in the pelvis is perfectly suitable for long time implantation. The cup will most likely be adequately stabilized by the screws used. The root cause for the incident should be determined by mechanical investigation. The screw was broken by the surgeon applying torque and most likely bending moment. No information is available within the report to suggest a possible cause for these stresses being applied. We cannot state that the applied stresses were abnormal. Batch review performed on (B)(6) 2016. Lot 103029: (B)(4) items manufactured and released on 18 january 2011. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. Not available.

Event description:
During surgery when the surgeon was screwing the screw into the acetabular shell, the screw head broke off. The screw head was recovered. The surgeon left the screw in the patient, and added another screw to complete the surgery. The surgery was completed successfully. X-rays are available. The screw head will not become available.